Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08730 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. The units left at the pump display matched properly the units left at the test reservoir. No unexpected insulin flow block alarm, delivery, or bolus anomaly noted during testing. The insulin pump trace download analysis confirmed the pump alarmed power error, low battery, power loss and replace battery now alarms. The power management tool confirmed power error, low battery, power loss alarm, and replace battery now alarms were triggered when the battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received multiple error alarms. The customer¿s blood glucose level was 203 mg/dl at the time of the incident. It was also reported that customer previously had high blood glucose of 500 mg/dl. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.